Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. Per the instructions for use (the event may have been prevented): push the video connector of the videoscope into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark faces upwards. When a endoscope, video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. A bent pin was found inside the video connector causing no image with the enf-vt2 scope. The video connector was replaced. The customer was advised to insert the pigtail gently to prevent the pin from bending. This event is still under investigation. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported the image on a video system center is black. The user was able to get patient ID information on the monitor, but tried three different cyf-v2 scopes and all have the same issue with a black image. The user also reported that the middle pin inside the scope socket is bent up. It was reported the issue was discovered during preparation for use. As reported there was no patient involvement or impact to patient care.